Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented with pocket infection and the system consisting of implantable cardioverter defibrillator (ICD), right atrial (ra), left ventricular (lv) and right ventricular (rv) leads was explanted. Patient was not dependent. Patient was in good condition pre and post procedure.